Event description:
Healthcare professional reported a left side "rupture." Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with nick other and two openings striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with nicks in the side posterior assessed as surgical impact opening. Two openings striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported a left side "rupture." Device was explanted.